Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: (B)(4), product type: software. Other relevant device(s) are: product ID: 8870, serial/lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen 1000 mcg/ml for a total dose of 165 mcg/day via an implantable pump. It was reported at pump replacement for end of service (eos), the back table prime of the new pump was not done/missed and the new pump was already connected to the clamped existing catheter. They were not certain the catheter volume was accurate at 0.210mls. The rep was inquiring about next steps and pertinent information was troubleshooted. The rep will confer with the hcp. No symptoms were reported. The event date was (B)(6) 2020. Additional information received from a manufacturer representative (rep) and confirmed with a foreign healthcare professional (hcp) provided the serial number of the software card used at time of event. The software version was noted as "yes." It was confirmed that the missed back table prime was identified within 10 minutes of leaving the operating room (or), and before the patient went home. It was noted that the missed back table prime was inadvertently missed. Actions/interventions included called manufacturer and calculations were figured out. It was noted the hcp and neurosurgeon were aware, and oral baclofen was started at appropriate time. The patient remained in the hospital for observation until safe to be discharged home. It was noted that the event has been resolved. The patient's date of birth and gender were provided, and the patient's weight was unknown. No further complications were reported.